Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported through implant patient registry that patient originally implanted with a 25mm aortic valve for 3 years 3 months underwent an explant procedure for unknown reasons. The patient received a replacement 25mm aortic valve. The patient final disposition is unknown. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Device evaluated by MFR: device evaluation: customer report of stenosis and host tissue overgrowth was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroach onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and heavy on the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 3mm at commissure 1 on outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut and had sutures remaining in multiple places around the valve. Suture pledget remained on the sewing ring around leaflet 1 on the inflow aspect. Wireform was exposed on commissure 1. Additional manufacturer narrative: updated sections concomitant medical products and device evaluated by MFR.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.